Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character limitation e1 event site full name: (B)(6).

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) not augmenting. No patient injury or harm.